Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
This new information confirmed a complete stent graft collapse most likely due to the burden of the two suprarenal extensions and the off label aortic neck of less than 15 mm. The collapse might have contributed to the type iiib endoleak due to the close proximity to the bifurcation and the interval growth of the sac. The type iiia endoleak as suspected in a prior assessment could not be supported due to the integrity of the superior stent margin of the bifurcated stent and the adequate overlap of approximately 5.5 cm. The secondary procedure and its successful outcome were substantiated.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Imaging was provided and reviewed by a clinical representative with the following impression: product use might have been incongruent with the IFU and might have contributed to the event: short, conical aortic neck, extensive calcification seen in the aortic neck and bifurcation. There was substantiating evidence of a stent graft collapse, an endoleak 3a rather than, or in addition to an endoleak 3b. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the most likely cause for the reported events is related to the patient's vessel morphology and product handling. Based upon the investigation findings, a specific cause for the reported type 3b endoleak could not definitely be determined although the severe calcification is considered a likely factor. Per the device IFU, irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. The cause of the kink is likely associated with angulation and restriction in the patient's anatomy.

Event description:
It was reported that approximately 17 months post-implant of a bifurcated device and two suprarenal aortic extensions, a computed tomography scan revealed a kink of the bifurcated device at the bottom aspect and a leak coming from the proximal area of the bifurcated device. The physician treated the patient with an infrarenal aortic extension to cover the source of the endoleak and implanted a palmaz balloon-expandable stent at the location of the kink with good result. The case went smoothly and the patient was stable throughout the procedure.

Event description:
It was reported that 16 months post-implant of a bifurcated device and two suprarenal aortic extensions, a computed tomography (CT) scan revealed a kink of the bifurcated device at the bottom aspect. During the CT scan, contrast was observed apparently coming out from the bottom aspect of the bifurcation. The physician has plans to bring the patient back and implant a balloon-expandable stent at the location of the kink. If at the time of intervention, and after placement of the additional stent, contrast is still observed coming out from the bifurcated area, the physician indicated he will implant an additional bifurcated device. The patient is being monitored.